Manufacturer narrative:
As no further information concerning this report is available at this moment, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available at this moment, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again. No additional adverse patient effects were reported.